Event description:
It was reported that the patient presented to the clinic with erosion of the implantable cardioverter-defibrillator (ICD) through the pocket. The ICD and right ventricular (rv) lead were explanted due to suspected infection. The patient remained in stable condition.